Event description:
User adjusted insulin dosage based on blood glucose reading from bgstar and has experienced symptoms of hypoglycemia prior to lunch from the past two weeks. User did not experience these symptoms for several months prior to the past two weeks. User states that the meter is giving higher readings in the morning time - 8 (customer sates he is normally 5 to 6.) When readings were high, customer adjusted his insulin by 2 units. Around midday if he does not have lunch straight away he would feel unwell. His blood glucose level showed 3.2 mmol/l.

Manufacturer narrative:
The device has not been returned to the manufacturer. The device returned to the distributor where their analysis determined there was no fault found with the meter. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided. Initial information from the customer indicate the adverse event could be associated with insulin.